Event description:
It was reported that during a new patient implant, high impedance, >9000 ohms. Was observed. The rep covering the case noted that they removed and reinserted that lead and irrigated the nerve but high impedance was still observed. The generator was then checked using a test resistor and the impedance was within normal limits, 4018 ohms, ruling out a generator issue. Additional information received from the rep who covered the case reporting that the initial lead did not have any damage observed by the surgeon or her. The lead was removed and then re-inserted multiple times with confirmation that it could be seen past the second connector block and the nerve was irrigated and the helixes were checked and readjusted around the nerve but none of the troubleshooting steps resolved the high impedance. It was confirmed that system diagnostic test were performed and a test resistor was used and then afterwards a new lead was used. The suspect lead was explanted and has been received and product analysis is underway. No other relevant information has been received to date.